Manufacturer narrative:
Based on the claim against the product by the customer noting the tip of the instrument appeared to be broken at the shaft. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint regarding having issues with the instrument was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted procedure, the tip of an unspecified single port (sp) instrument appeared to be broken at the shaft. The fragment is in a bag that the robotics coordinator is in possession of and will be returned with the instrument. The fragment was retrieved during the same surgical procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.